Event description:
The customer reported the arm has a lift column that will not go up intermittently. The system did not pt harm.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.